Event description:
It was reported by service report that brake force may be reduced due to the missing bottom part of the brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..